Event description:
It was reported to philips that the system's monitor was unable to display the image.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A field service engineer (fse) visited onsite and confirmed the reported issue. Upon further inspection, fse identified a fault with the detector through a diagnostic self test. The fse replaced the flat-panel detector to resolve the issue. After the replacement, the system was returned in good working condition and was ready for clinical use. The flat-panel detector was returned for further analysis. Functional testing was performed and observed panel defect and reduced voltages. The codes were updated based on the investigation outcome.